Manufacturer narrative:
Batch review performed on 24 february 2021: lot 1907433: (B)(4) items manufactured and released on 01-oct-2019. Expiration date: 2024-09-17. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Another devices involved: batch review performed on 24 february 2021: cup: mpact 01.32.152dh acetabular shell ø52 two-holes (k132879)lot. 1904324: (B)(4) items manufactured and released on 29-july-2019. Expiration date: 2024-07-16. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Batch review performed on 24 february 2021: ball heads: mectacer 01.29.210 biolox delta ceramic ball head 12/14 ø 36 size l + 4 (k112115)lot. 1907362: (B)(4) items manufactured and released on 21-jan-2020. Expiration date: 2025-01-11. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Batch review performed on 24 february 2021: screws:mpact 01.32.6520 cancellous bone screw, flat head ø 6,5 l 20 (k103721)lot. 1909118: (B)(4) items manufactured and released on 27-nov-2019. Expiration date: 2024-11-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Batch review performed on 24 february 2021: screws: mpact 01.32.6525 cancellous bone screw, flat head ø 6,5 l 25 (k103721) lot. 1908116: (B)(4) items manufactured and released on 31-oct-2019. Expiration date: 2024-10-06. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in after 8 months from the primary surgery reporting pain and instability. The cause of the pain and instability is unknown. The surgeon revised the cup, screws, head, and liner. The surgery was completed successfully. There was no implant mobilization.